Manufacturer narrative:
Additional information. Device evaluation: the evaluation of the returned device confirmed an issue with the driveline that would have contributed to the reported interruption in pump function. The driveline was returned cut approximately 10 inches from the pump housing and the remainder of the driveline was not returned. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. The metal braided shield of the returned portion of the driveline appeared unremarkable except for an area of shield breakdown at approximately 8 inches from the pump housing. Visual examination of the underlying wires in the area of shield breakdown revealed breaches in the insulation of both the orange and brown wires, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of either the orange or brown wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting short to ground would have caused an interruption in pump function and resulted in the reported hazard alarms. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either a tethered power source or battery power as recorded in the system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart alarms were observed on (B)(6) 2016 upon switching from battery support to the power module. The alarms recurred in the clinic during evaluation despite exchanging to a new system controller. The patient was reportedly symptomatic; however, the symptoms were not specified. The system controller log file was reviewed by the manufacturer's technical services representative and showed multiple pump stoppage events along with driveline disconnect and low flow alarms starting on (B)(6) 2016. X-ray images of the driveline were reviewed and were unremarkable. The driveline was evaluated by technical services and no broken wires were found. The patient was provided with an ungrounded patient cable for use with the power module until the pump was exchanged on (B)(6) 2016. No alarms have been reported since the exchange.